Manufacturer narrative:
Updated product long description and common device name.

Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Alleged failure: it was leaking fluid near the sterile field side and then was activating all on its own. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Added initial reporter postal code.

Event description:
It was reported that there was loss of insufflation.